Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m/l taper stem was returned. Visual evaluation identified the following: there was bio debris on the plasma spray. The device is conforming to profile (size) specifications. No other damages were noted and no further evaluation is possible with the returned product. Reported event was unable to be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. The returned product's evaluation confirmed that the dimensions were conforming to specifications where measured. Therefore, there is no problem with the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the stem would not seat into the femur. The procedure was completed with another stem. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.